Manufacturer narrative:
E1: initial reporter phone #: (B)(6). E1: initial reporter addr 1: (B)(6). E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using one (1) bd vacutainer® eclipse¿ blood collection needle, the shield for the patient end of the cannula was loose and the safety mechanism could not be activated. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k243207. Investigation summary: bd had not received any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: defective locking mechanism and loose. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after using one (1) bd vacutainer® eclipse¿ blood collection needle, the shield for the patient end of the cannula was loose and the safety mechanism could not be activated. No adverse impact was reported regarding the patient or user.